Event description:
Subsequent to the previous medwatch report, the information below was corrected: the operator was asked if both lock levers (system and deployment) were locked during removal. It was then discovered they had not been.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that per instructions for use (IFU): following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. The investigation determined that the reported difficulty due to a user error as an IFU deviation by removing the delivery system without locking both the system and deployment levers per IFU, removal procedure. Resulting, the ratchets from the tip of the stent delivery system got stuck on the stent and pulled out the stent from the intended lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- failure to follow steps / instructions. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a totally occluded and thrombotic left superficial femoral artery lesion. Pre-dilatation was performed using a 5.0 mm balloon. Following, a supera stent delivery system (sds) advanced without issue or unusual resistance to the lesion site. The stent deployed successfully, however, during delivery system removal, the stent had explanted and removed with the delivery system. The operator was asked if both lock levers (system and deployment) were locked during deployment, and it was then discovered they had not been. The operator was then re-trained on how to properly use the device per instructions for use (IFU). An absolute pro was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.